Event description:
It was reported by the customer that during patient use, the cs300 intra-aortic balloon pump (iabp) had optical sensing module failure. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and checked the machine. Fse observed the blood and it is found that the blood come inside the machine. Blood reaches in safety disk, crm, blood detecting tube, purge assymbly, reservoir. So first need to change the all parts where blood reaches and infected the parts. Quotation will submit asap. On 1/20 called the end user and requested a po for the repair. She was unsure who to contact for the po. On 1/22 called the biomed. They were not aware of the issue and declined service because this unit is a rental from specialty care and they have a contract with them. There was a patient involvement but no harm reported.